Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, pregnancy with contraceptive device and urinary tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) unspecified -result unknown. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-previously reported medical device removal was replaced with dislocation pain abnormal bleeding, psy injury , bladder problem , urinary problem , bladder infection ,vaginal infection , vaginal discharge ,post implant pregnancy were added. Essure removal details were added. Lot number was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, bacterial vaginosis, nipple discharge, chlamydial infection, yeast infection, vaginal discharge, d & c, multigravida, parity 3, abortion, incontinence of urine, uterine enlargement, abnormal uterine bleeding, menorrhagia, bloating, mood change, dysmenorrhea, postpartum hemorrhage, nabothian cyst, endocervicitis, endocervical squamous metaplasia, adenomyosis and paratubal cyst. Previously administered products included for an unreported indication: nuvaring and metronidazole. Concomitant products included metronidazole (flagyl), multivitamins (multivitamin) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abnormal uterine bleeding ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, pregnancy with contraceptive device and urinary tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abnormal uterine bleeding, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: left: 7 coils. Product removal date updated from (B)(6) 2016 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal essure placement with bilateral partial tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, patient middle name, dob, race, medical history, concomitant medications, delivery date, rcc added. Product removal date, lab data result updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, pregnancy with contraceptive device and urinary tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) unspecified -result unknown. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('everything except ovaries') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 1 and 2 were processed together. Social media received. The case was upgraded to incident from other event. Event injury was updated to everything except ovaries. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.